Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 32101. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm3 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the customer reported to technical support engineer (tse) that error 32101 was observed. Tse reviewed logs and confirmed error 32101 on universal surgical manipulator (usm3). The customer hard power cycled the system; however, the issue persisted. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue happened post-surgery during the stowing process.